Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Concomitant products: 4076-45 lead, implanted (B)(6) 2013; a 6947-65 lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's left ventricular lead became dislodged and was not functioning. The lead was removed and replaced. No patient complications have been reported as a result of this event.